Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) was contacted to confirm the loc, and it was asked not to provide any reprogramming options as the patient was in hospice and their care was being withdrawn. This left ventricular (lv) lead remains in service. No adverse patient effects were reported.